Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an irritation under the rear therapy pads. The irritation was described as being an indentation on his back that was red and was not open. The patient reported that he had been laying on his back for two weeks, causing the irritation. The patient removed the lifevest and the hospital staff treated the area and put a patch over the area. Follow-up indicated that the irritation had healed.